Event description:
The customer reported that after shutting down the system, they had found the images would get mixed and all the images would come up with same name. This malfunction resulted in a data mix situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.